Event description:
Caller states the pt tested 1.7 inr on the coaguchek s system while a comparison lab returned as 2.8 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips, replacement was sent.